Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7121 competitor implantable tachy lead (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported by the patient that the device was ¿feeling weird¿ and the pacing ¿seemed off.¿ follow-up with the physician was recommended. The device remains in use. No patient complications have been reported as a result of this event.